Manufacturer narrative:
Though this event was reported in september 2012, this product was received and tested by technical services in september 2014. They confirmed that the image failure was caused by a failed inline fuse. The monitor front shell assembly was replaced and the device passed the electrical safety test. Service was deemed complete and the device was returned to the customer. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope video monitor, the monitor was reading "no signal" whenever the unit was on. A delay in the procedure of unknown duration occurred as an unspecified back-up device was obtained. No harm to patient or user was reported.